Event description:
It was reported to philips by a customer that the unit sensor auto failed (ec 1109). Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The gas delivery system (gds) was returned to the manufacturer. Failure analysis on the returned gds cannot verify the customer complaint. The returned gds passed all testing. There was no fault found.

Manufacturer narrative:
H11: previous information sent on 11feb2022 was incorrectly reported. H10: the fse replaced the gas delivery system (gds) to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer (fse) replaced the da pcba, da to mc cable, cooling fan filer, and air inlet filter to resolve the problem. However, after starting the device, there was no display on the monitor. The monitor was found to be faulty, and the top case, cover, and mc board holders were broken. Later, when the fse arrived to replace those parts, he found the mc pcba was bent due to an impact or drop, and the mc board holders and cable were snapped. The damages occurred after the initial device evaluation. The device has not been returned to use as parts replacement is pending.